Manufacturer narrative:
H10: of the 31 reported malfunction, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr (B)(4). H10: of the 30 malfunctions, the lot number for 20 malfunctions were provided and lot history reviews were performed. The devices for the 30 malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 29 malfunctions with medical images also being provided for 16 malfunctions. Of the 29 malfunctions with medical records provided, 22 are confirmed for patient device interaction problem, 6 were confirmed for patient device interaction problem and unconfirmed for malposition of device, and one malfunction was inconclusive for patient device interaction problem and unconfirmed for malposition of device. For remaining one malfunction investigation is inconclusive for patient device interaction problem. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsg3617, gftg3553, gfra4453, gfth3824, gfrf3664, gftb0037, gfta3048, gfti2073, gfvg0278, gftk1567, gfrb2373, gfrh5541, gfra1149, gfti2070, gfvc0369, gfqf3079, gfuc2362, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 30 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 30 malfunctions involved patients with no reported consequences. Of the 30 patients, 29 patients' ages were reported to be between 31 to 82 years and two patients¿ weight were reported to be between 74 to 127 kgs, 17 patients were reported as male, and 11 patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: the lot number for 21 malfunctions were provided and lot history reviews were performed. The devices for the 31 malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 30 malfunctions with medical images also being provided for 16 malfunctions. Of the 30 malfunctions with medical records provided, 23 are confirmed for patient device interaction problem, 6 were confirmed for patient device interaction problem and unconfirmed for malposition of device, and one malfunction was inconclusive for patient device interaction problem and unconfirmed for malposition of device. For remaining one malfunction investigation is inconclusive for patient device interaction problem. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsg3617, gftg3553, gfra4453, gfth3824, gfsg3096, gfrf3664, gftb0037, gfta3048, gfti2073, gfvg0278, gftk1567, gfrb2373, gfrh5541, gfra1149, gfti2070, gfvc0369, gfqf3079, gfuc2362, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 31 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 31 malfunctions involved patients with no reported consequences. 30 of the reported patients' ages ranged from 31 to 82 years of age and four patients' weights ranged from 74 to 127 kgs. Of the reported patients, 17 were male and 12 were female. All other patient information is unknown.

Manufacturer narrative:
H10: of the 31 reported malfunction, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80571. H10: of the 30 malfunctions, the lot number for 20 malfunctions were provided and lot history reviews were performed. The devices for the 30 malfunctions have not been returned to the manufacturer for evaluation; however medical records were provided and reviewed for 29 malfunctions of which 17 included images. Of the reported 30 malfunctions, the investigation for the 21 malfunctions were confirmed for the reported perforation. Medical record was not provided for one malfunction, therefore the investigation is inconclusive for the alleged perforation. Perforation, detachment and malposition of device were confirmed for one malfunction, therefore a0501 and a150202 trending were added. Out of 30 malfunctions, 6 were confirmed for the alleged perforation but unconfirmed for the reported malposition of device. The remaining malfunction is inconclusive for the alleged perforation; however, unconfirmed for malposition of device. Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfta3048,gfti2073, gfsg3617, gftg3553, gfuc2362,gfra4453, gfvg0278,gftk1567,gfrb2373,gfth3824,gfrh5541,gfra1149,gfrf3664,gfti2070,gfvc0369,gftb0037,gfqf3079,unknown),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirty malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All thirty malfunctions involved patients with no reported consequences. Of the 30 patients, 29 patients' ages were reported to be between 31 to 82 years and five patients¿ weight were reported to be between 74 to 127 kgs, 17 patients were reported as male, and 11 patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the 31 reported malfunction, seven were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90013, 2020394-2022-90043, 2020394-2022-90006, 2020394-2022-90008, 2020394-2021-80571, 2020394-2022-90056 and 2020394-2021-80814. H10: of the 24 malfunctions, the lot number for 17 malfunctions were provided and lot history reviews were performed. The devices for the 24 malfunctions have not been returned to the manufacturer for evaluation; however medical records were provided and reviewed for 24 malfunctions of which 13 included images. For the 19 malfunctions, the investigations were confirmed for the reported perforation. For one malfunction, the investigation confirmed for perforation, detachment and malposition of device, therefore a0501 and a150202 codes were added. For three malfunctions, the investigation is confirmed for the perforation but unconfirmed for the reported malposition of device (a150202). For remaining one malfunction, the investigation is inconclusive for the perforation; however, unconfirmed for malposition of device (a150202). Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfti2073, gfuc2362, gfra4453, gfvg0278, gftk1567, gfrb2373, gfth3824, gfrh5541, gfra1149, gfrf3664, gfti2070, gfvc0369, gftb0037, gfqf3079, unknown), g3 h11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 24 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All 24 malfunctions involved patients with no reported consequences. Of the 24 patients, 24 patients' ages were reported to be between 31 to 79 years and six patients¿ weight were reported to be between 74 to 137 kgs, 15 patients were reported as male, and 8 patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
The lot number for 20 malfunctions were provided and lot history reviews were performed. The devices for the 31 malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 29 malfunctions with medical images also being provided for 16 malfunctions. Of the 29 malfunctions with records provided, 22 are confirmed for patient device interaction problem, 6 were confirmed for patient device interaction problem and unconfirmed for malposition of device, and one malfunction was inconclusive for patient device interaction problem and unconfirmed for malposition of device. The two remaining malfunctions are inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency. The devices are labeled for single use. (Corporate lot number: gfsg3617, gftg3553, gfra4453, gfth3824, gfsg3096, gfrf3664, gftb0037, gfta3048, gfti2073, gfvg0278, gftk1567, gfrb2373, gfrh5541, gfra1149, gfti2070, gfvc0369, gfqf3079, unknown).

Event description:
This report summarizes 31 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 31 malfunctions involved patients with no reported consequences. Twenty nine of the reported patients' ages ranged from 32 to 82 years of age and three patients' weights ranged from 74 to 127 kgs. Of the reported patients, 17 were male and 11 were female. All other patient information is unknown.